Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a suspected leak in the intra-aortic balloon (iab) which may have caused possible helium loss 2 alarms. The iab was not removed/replaced. There was no reported death, complications or delay in therapy.

Manufacturer narrative:
(B)(4). Teleflex received the device for analysis. The reported complaint of "there was a suspected leak in the intra-aortic balloon" is not confirmed. The iab passed all functional testing. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required.

Event description:
It was reported there was a suspected leak in the intra-aortic balloon (iab) which may have caused possible helium loss 2 alarms. The iab was not removed/replaced. There was no reported death, complications or delay in therapy.